Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue and insulin delivery was resumed. Customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.